Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced shortness of breath and nausea feeling during fill 1. The patient was connected to the homechoice pro device at the time of the events. The patient performed a manual fill of 1000 ml (four hours before starting pd therapy) and did not perform a manual drain. Initial drain volume was 511ml, manually filled 1000ml. Filled 1880mlin fill 1, lfv 1000ml. Renal therapy services advised the patient to follow up with the pd nurse as the patient had already disconnected and started draining manually. The patient reported the symptoms were not present at the time of the call. Further reported the patient connected to the device wet after manual exchange. The device was operational and a swap was not necessary. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.